Event description:
The screw was spinning and would not lock when inserted into the locking screw hole in the base plate. It was confirmed that the c-shaped ring in the locking screw hole had separated from the base plate and was spinning. When the inserted screw was pulled out, the c-shaped ring part was pulled out with the locking part of the screw.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The screw was spinning and would not lock when inserted into the locking screw hole in the base plate. It was confirmed that the c-shaped ring in the locking screw hole had separated from the base plate and was spinning. When the inserted screw was pulled out, the c-shaped ring part was pulled out with the locking part of the screw.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: visual inspection: the visual inspection was performed on returned device and revealed damaged threads of the screw and debris stuck in-between c-ring and screw space. Circular groves can be seen on the outer surface of the c-shape ring. Furthermore, the returned device underwent a functional inspection to verify the screw could be removed from c-share ring using a sample screwdriver. The inspection revealed that the screw is moved out of the ring and burr coming out to the space. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was caused by improper and rough handling of the implant. Misalignment of the threads while insertion combined with the application of high torque lead to this type of damage to the threads of screw and the outer surface of c-shape ring damage, ultimately leading to the issue noted in the event. If more information is provided, the case will be reassessed.